Manufacturer narrative:
Product complaint # =: (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that xray showed a subsided loose tibial component. This was confirmed intra-operatively. The femur and patella were well fixed. Loosening interface occurred in cement to implant interface. Cement used was a competitor product. Doi: unknown; dor: (B)(6) 2018; right knee.